Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise resulting in automatic mode switch episodes. The device was reprogrammed. The patient was stable and would be monitored.

Event description:
New information indicated the lead was explanted on (B)(6) 2015.

Event description:
New information indicated the patient was in good condition post procedure.